Manufacturer narrative:
Batch review performed on 08 july 2019: lot 180654: (B)(4) items manufactured and released on 29-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved, batch review performed on 08 july 2019 ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 187090: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection about 1 month after primary, the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.